Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet pump while readings remained available on the g7 mobile application, consistent with a communication failure between the sensor/transmitter and the ilet. No adverse clinical symptoms were reported. Outcomes included temporary interruption risk to automated insulin dosing until connectivity was restored. User support included guided troubleshooting and education, which entailed reviewing alert history, restarting the ilet, and re-pairing using the g7 pairing code, after which the user was advised to allow time for data to resume. Investigation of this case revealed no device alarms or alert conditions on the ilet that directly explained the loss of readings and supported a probable transient bluetooth communication or pairing disruption between the g7 and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was likely user-resolved communication disruption with device function restored after restart and re-pairing.